Event description:
The patient is status post aneurx endograft repair of an abdominal aortic aneurysm. The patient has had intermittent follow-up with a computerized axial tomography angiogram (cta) four years post operatively consistent with posterior inferior prolapse, which may have been amienable to an endograft repair. The most recent CT shows an increase in the size of his aneurysm to 7.7 cm from 4.2 cm. This is suggestive of an endoleak. The patient went to the or, with a finding of type 1 endoleak due to migration of endograft distally.